Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had green drainage and redness at their driveline site. They were treated with changes to their medication and antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had an enterobacter infection at their driveline site. The patient was treated with doxycycline antibiotics for two days but was switched to bactrim which was completed. The patient was then put on 500mg of oral cipro for 21 days. As of (B)(6) 2021, the patient was stable with a small amount of thin, clear and white drainage.